Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue was unable to be determined, as the device met specifications during evaluation. Upon further information, filling of the device was prevented since the device had an error 80, initially. After the repairs associated with error 80, the device filled normally. The arctic sun 5000 passed all performance testing and electrical safety test and was functioning properly. The device history record review was not required as the reported event was unconfirmed. The labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device was getting a non-recoverable system error when turning on, and it was not possible to supply water. Per follow up information received on 09nov2021, they did not use this device, so there was no patient involvement. The arctic sun device was sent for evaluation.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was getting a non-recoverable system error when turning on, and it was not possible to supply water.